Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h6 and h10. Section h10: additional visual observations made during inspection of the delivery system indicated the balloon wings were exposed (with no damage). Balloon tear was observed due to separation of crimp balloon material proximal to the I/c bond. The inflation balloon was observed to be wrinkled. The outflow valve struts were bent outwards. Due to the nature of the complaint, no dimensional testing or functional inspection was able to be performed. Images were provided to edwards lifesciences and reviewed for the investigations. No imagery regarding valve alignment was provided, but it was noted that the thv was not centered between the alignment markers during thv valve alignment. The balloon did not inflate, and snaring attempts were made to withdrawal the delivery system and valve. An image provided by the complaint device showed the cut balloon after the procedure. The inflation balloon was bunched against the valve, with the valve not fully aligned on the inflation balloon. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed other complaints relating to the malfunction failure modes. A review of complaint history from june 2019 to may 2020 revealed additional returned complaints for the commander delivery system (all models and sizes) for the failure modes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances that would have contributed to the complaints were identified for all but one of the returns. A manufacturing non-conformance with one of the returns for difficulty with valve alignment. A review of the complaint history revealed that the complaint occurrence rate did not exceed the may 2020 control limit for the trend categories. The commander delivery system instructions for use (IFU), the device preparation manual, and the procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure. Additional assessments of the failure modes are not required at this time. The complaints were confirmed based on visual inspection of the returned device. Investigation of the device, DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As the rest of the delivery system or procedural and patient imagery was not provided a definite root cause is unable to be determined at this point. However, potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. As identified in the risk assessment, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Additionally, due to the balloon tear the balloon profile may have been altered during valve alignment ¿ balloon material was noted to be bunched against the thv and it was noted ¿during valve alignment, the balloon was bulky¿, which may have also contributed to the valve alignment difficulty. The condition of the returned device (thv outflow struts bent outwards) indicated that the thv may have been caught on an external surface during device retrieval. It mentioned ¿it was tried to take the whole system out, but it was stuck in the right iliac. The patient had extremely high levels of calcium over the years, and large amounts of calcium from the groin were extracted¿. As such, it is possible that withdrawal difficulties were encountered due to the interaction of the thv with patient calcification. A definitive root cause is unable to be determined. Available information suggests that procedural factors (high valve alignment forces) may have contributed to the complaint event ¿balloon ¿ torn¿, procedural factors (high valve alignment forces, torn balloon) may have contributed to the complaint event ¿delivery system ¿ difficulty with valve alignment¿, and patient factors (access vessel calcification) may have contributed to the complaint event for ¿delivery system ¿ withdrawal difficulty-from valve, vasculature¿. A CAPA was previously initiated to address the balloon torn failure mode. The occurrence rates for withdrawal and valve alignment difficulty did not exceed the trending control limits; therefore, no corrective and preventative action nor product risk assessment were required at this time.

Manufacturer narrative:
Correction/additional information: b3, f10: device code was changed from 1354 to 4008. Additional information: section a3, h6 and h10: the delivery system was returned to edwards lifesciences for evaluation. During pre-deco evaluation, the inflation balloon was returned with the valve crimped (not fully aligned). The balloon wings were observed to be intact with no bends. A slight bend was observed at the distal pumpkin. No abnormalities were observed on the nose tip. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in norway, during a transfemoral tavr procedure, during valve alignment, the balloon was bulky, so it was not possible to properly align the valve. The balloon was also found to have a small rupture, which was seen after a small contrast injection. The balloon was not able to be inflated and the catheter appeared to have a "kink" at the tip. The entire delivery system was attempted to be removed, but it became stuck at the right iliac. The valve was managed to be pulled back down towards the groin, just below the bifurcation. A new valve was then successfully inserted from the opposite, (left) side. A vascular surgeon was called and performed a laparotomy in order to remove the first valve from the iliac artery. During the procedure, the patient was found to have sustained an iliac artery dissection. An occlusion balloon was inserted from the left side to prevent bleeding. The patient had extremely high levels of calcium over the years, and large amounts of calcium from the groin were also extracted. Post procedure, the patient was reported to be improving and in ¿fine¿ condition.